Event description:
The customer reported to olympus that the gastrovideoscope forceps elevator was broken. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found a broken forceps elevator, the instrument channel was leaking, a forceps passage problem due to a leak, fluid invasion to the bending section, and 2 bar code labels on the ultrasound connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed forceps cover damage could not be determined, however, it is possible that the issue was the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.